Event description:
It was reported a spectrum iq pump failed to detect an upstream occlusion and under infused esmolol during therapy in the emergency department. The bag of medication was changed (maxed at 200mcs/kg.) Prior to transfer of care. Approximately a half hour later, the pump generated an alarm for bag empty. The nurse updated the volume to be infused (vtbi) and the pump ¿began running again without issues¿. After receiving the 200mcs of esmolol, the patient received a "dilt gtt," to control the heart rate/blood pressure (hr/bp). The ¿dilt¿ was maxed out, and there was no change in vital signs (vs) at this time (hr 90s-100s, bp 140s). The device alarmed for infusion complete and displayed that 200ccs had been infused; however only one bag had been infused (100ccs) and the second bag was completely full. The intravenous tubing was still clamped. The pump was changed, and the infusion was administered. It was reported the patient had a delayed care of about 3 hours. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was inspected, and flow testing was performed. The device was found to deliver within specification. Upstream occlusion testing was performed, and the device was found to pass. Ultrasonic sensor examination was performed and was found to be operating within specification. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.